Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. (B)(4). Investigation results: a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent system was implanted in the distal left hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the stent was implanted to treat a hard and stiff stenosis. Reportedly, the patient¿s anatomy was noted to be tortuous and had been dilated with an 8 mm balloon prior to the procedure. During the procedure, the physician deployed the stent; however, the stent failed to fully expand as it was compressed by the stenosis. The physician then attempted to remove the delivery system; however, the catheter got stuck in the stent and could not be removed from the patient. The delivery system was left inside the patient and the patient was hospitalized until the physician removed the delivery system on (B)(6) 2015. The patient underwent a percutaneous surgery to remove the delivery system. The physician successfully removed the delivery system by cutting it into pieces. The stent remains implanted. The patient experienced sceptic shock during the removal, was given medication and the sceptic shock resolved. The patient¿s current condition was reported to be stable.